Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.

Manufacturer narrative:
User facility personnel had identified the location of the leak and then disconnected the hose, clamp and fitting. The steris service technician inspected the processor and confirmed that the location of the leak was at the inlet hose to the big blue filter housing. The technician further inspected the connection and found that the gasket at the inlet connection was cut. The technician repaired the unit, ran a test cycle and confirmed the processor to be operating according to specifications. Steris quality discussed with the technician about the proper procedure for tightening the connection.